Manufacturer narrative:
Device evaluation summary: a service engineer (se) inspected the device and replaced the gas supply sensor printed circuit board (pcb). The unit passed testing and operated within the manufacturing specifications. Per review of the logs, the 980 ventilator entered back up ventilation at the time of the reported event. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator shut down and generated a mix subsystem error. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event. Per review of the logs, the 980 ventilator entered back up ventilation at the time of the reported event.